Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that there was a loss of capture on their third lead. No adverse patient effects were reported. The field representatives were not contacted regarding this issue. No adverse patient effects were reported associated with this loss of capture.